Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 2.8 mmol/l, 5.5 mmol/l, and 10.8 mmol/l. At the same time the customer used a second vial of test strips from the same lot and received the following results: 8.2 mmol/l, 8.2 mmol/l, and 8.2 mmol/l